Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: va1ayl0, implanted: 2020 (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they are planning to have their implanted system replaced to get an MRI compatible system and pt also reported their ins "hasn't worked great, but it's ok" since date of implant. Pt clarified they have not been getting a 50% reduction in symptoms since date of implant and stated they have only been getting "probably more like 30%". Pt stated they have got two botox injections since getting implant (one beginning of last year and one this christmas). Pt stated they have tried changing programs and increasing stimulation and stated at one time they got "to a good place" this last year, but stated they are not sure if that was due to the botox helping. Pt stated it's a pain to live with urinary incontinence. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1ayl0, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-sep-2020, UDI#: (B)(4). Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient said the device "doesn't work right." They had moved to a different state. They had the device adjusted, and had botox before they moved (no allegation related to device/therapy). The current doctor they were seeing did not work with the manufacturer. That healthcare provider told the patient to turn stimulation off, and if the symptoms did not change, the lead had "slipped." The patient turned stimulation off and there was no change in symptoms. They had not had any falls nor trauma. They had been going to a chiropractor, but they were being very careful. The option to try other programs was reviewed, and they were sent healthcare provider listings. They were going back to another state in (B)(6), and would be seeing a physician in that state for botox (no allegation related to device/therapy). The patient was redirected to their healthcare provider to further address the issue.